Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, universal surgical manipulator (usm) #4 failed self-test with a yellow led indicator, and a single non-recoverable error 32056 occurred. The technical support engineer (tse) had site power cycle the system and reseat blue fiber cable (bfc), but the issue was not resolved. After site disabled usm #4, the system could pass self-test. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: usm #4 was disabled during the procedure. The procedure was completed robotically with the same da vinci system with the remaining 3 usm arms.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found the reported 32056 error was confirmed and replicated. In logs, the 32056 error was followed by a 1123 error indicating i2c fault on the yaw, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where error 32056 was present during power up. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) where agc current was found to be failing on the yaw searchlight power circuit assembly (pca) with error 32056 and 1123. During testing, the yaw searchlight was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a communication error due issue with the yaw search light pca on the usm.